Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the liquid crystal display cable was not seated well. The liquid crystal display cable was re-seated.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during pre-use checkout. There is no report of patient involvement.